Event description:
It was reported that the patient experienced discomfort with the implantable cardioverter defibrillator (ICD). The ICD was repositioned to resolve the issue. There was no allegation of device malfunction. The patient condition was stable before, during, and after.